Event description:
The home patient's registered nurse contacted baxter customer service to ask for the delivery of the homechoice machine. This is a report of generalized swelling in a patient that hasn't performed dialysis for 2 days from not having any cassette supplies. The patient followed up with her family doctor for a routine visit. The doctor noted the patient's blood pressure to be elevated and found her heavier than usual (B)(6). Medical intervention included a sublingual medication to be administered. Patient continued dialysis once supplies were received.

Manufacturer narrative:
(B)(4). The customer report was confirmed. Based on the functional test performed, the assignable cause was a damaged fuse. A device history record review was performed and no abnormality was found. A service history review was performed. Specifications were met during previous service process. There were no findings that could have contributed to the reported condition. The malfunction of the equipment involved in this complaint is not associated the reported patient symptom of swelling.

Manufacturer narrative:
(B)(4). The device is reported to be available; however, the device has not yet been received. If additional information becomes available or the sample is received, a follow up report will be submitted.